Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this lead had poor sensing. The physician kept this lead while using a second lead. However, the other lead still has poor sensing. Hence, the physician decided to keep this lead. This lead remains in service. No adverse patient effects were reported. The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event states that this lead was implanted and that is was discarded, so it is unclear what the status is.